Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix fully retracted and blood/tissue was visible in the helix. (B)(4).

Event description:
It was reported that, during the implant procedure, the patient's right ventricular (rv) lead showed high impedance with a possible fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.